Manufacturer narrative:
(B)(4). Investigation result: a visual inspection of the device revealed no damages on the catheter or balloon of the device. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to the pinhole located at the proximal section on the body of the balloon. With all the available information, boston scientific concludes that it is most likely that the pinhole problem is the result of the interaction between the device and the scope while the catheter advancement occurs at higher elevator angles; this factor combined with the device's design likely influenced the damage found on the balloon. Therefore, the most probable root cause is cause traced to device design because the problems are traced to the design specifications. An investigation is in place to address this problem. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Boston scientific corporation received a hurricane rx dilation balloon device with no associated information. This event has been deemed reportable on (B)(6) 2021 based on the investigation results of balloon pinhole. Additional information received on july 8, 2021 that two hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, it was noticed that the bottom of the balloon was leaking due to a pinhole. The same issue occurred with the second hurricane rx dilatation balloon. The procedure was completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.